Event description:
It was reported that after several uses, it no longer displayed the normal temperature. The crack in the connector on the side that connected to the temperature sensor catheter was intentionally cut by the hospital technician to check the structure of the product. Per follow-up information received from ibc on (B)(6) 2023, stated that the fitting issues were not reported. It was reported that after several uses, it no longer displayed the normal temperature. The crack in the connector on the side that connects to the temperature sensor catheter was intentionally cut by the hospital technician to check the structure of the product. The user cut the connector after the event occurred.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after several uses, it no longer displayed the normal temperature. The crack in the connector on the side that connected to the temperature sensor catheter was intentionally cut by the hospital technician to check the structure of the product. Per follow-up information received from ibc on (B)(6) 2023, stated that the fitting issues were not reported.  It was reported that after several uses, it no longer displayed the normal temperature. The crack in the connector on the side that connects to the temperature sensor catheter was intentionally cut by the hospital technician to check the structure of the product. The user cut the connector after the event occurred.